Manufacturer narrative:
The device was returned to the MFR for eval. Based on the quality investigation details, the cause of the failure was an intermittent connection between the battery and the housing which led to an internal thermal event. An intermittent connection could lead to a raised current draw through the battery.

Event description:
It was reported that the non-sterile battery melted inside the aseptic battery housing during a procedure. A back up device was used to complete the case with no delay and no allegation of adverse consequences.